Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with vanc2 vancomycin (vanc2) and vancomycin gen.3 (vanc3) on a cobas 6000 c (501) module - c501. The values measured with each assay did not compare to each other and both values did not compare to the value obtained with the abbott architect vancomycin method. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. (B)(4). The sample resulted as 11.9 ug/ml when tested with the vanc2 assay and 0.0 ug/ml when tested with the vanc3 assay. When tested on the abbott architect analyzer, the vancomycin result was 6.6 ug/ml. No adverse events were alleged to have occurred with the patient. The serial number of the c501 analyzer is (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The patient sample was requested for investigation where it was tested for vanc3 on a c501 analyzer, resulting as 1.49 ug/ml. To rule out the presence of a heterophilic antibody, monoclonal antibody ply mak33 sq was added to the sample and vanc3 testing was repeated. The treated sample resulted with a vanc3 value of 0.89 ug/ml, suggesting the presence of heterophilic antibodies.